Event description:
During surgery, while putting in a screw implant, a nitinol wire tip broke off inside the patient's knee. The wire was in the middle core of the screw and upon removal, a portion broke off, was able to be removed.